Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because lot number not known. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed.

Event description:
It was reported that an end user experienced blisters and a rash which started under the tape portion of the ostomy barrier but extended to her stomach and down her legs. End user was prescribed hydrocortisone cream 2.5% by her doctor. She switched to a tapeless barrier and the area is now improving.